Event description:
Complainant alleged that during routine preventative maintenance and calibration, the device prompted that it needed to be calibrated and the red indicator was flashing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The product has been rec'd and we will be providing a follow-up report when our investigation is completed.